Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on electronic assembly. The insulin pump had moisture damaged on motor assembly. The insulin pump had cracked case at display window corner, cracked belt clip slot at battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump went blank. The customer mentioned that there were segments across the screen. The customer's blood glucose was 119 mg/dl at the time of incident. The customer stated that the blood glucose reached 435 mg/dl and treated with manual injection. The customer stated that the insulin pump was exposed to water. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.